Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently received a new ins and there was high out of range impedance measured on the new device. There was previously no issues with high impedance. The patient's therapy was switched to contacts with better impedance and they are receiving some therapeutic relief.